Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the clinic for routine sicd follow-up. Upon initial interrogation, the patient's sensing vector was a compete flatline with no sensing markers (alternate sense vector). At that time, the local representative re-ran an automatic set-up and the device selected a different vector. Subsequently, the device function was operating normally. The local representative then analyzed the one new treated episode on the device, and it appeared that the patient was shocked inappropriately for a wandering baseline. Prior to the wandering baseline within the episode, the device was sensing appropriately. However, immediately after the shock, the sensing ceased (which is how the patient was presented). The patient is mentally handicapped and has a history of twiddler's syndrome that caused the fracturing of three separate transvenous leads prior to the implant of the s-ICD. The patient's caregiver reported that the patient frequently scratched the electrode area, and it is suspected that it was this persistent scratching that caused the wandering baseline resulting in an inappropriate shock. The scratching could have also moved the electrode which may explain the loss of sensing in the alternate sense vector. No invasive intervention was undertaken at this time as another vector was selected that was sensing appropriately.

Manufacturer narrative:
(B)(4). The fcr was instructed to upload stored data for analysis. The fcr was able to determine from the summary report that the device had stored one untreated episode since the last device check in (B)(6) 2016. There were no treated episodes in the counters. Stored data was uploaded for analysis and the patient has been scheduled for an in-clinic device check on (B)(6) 2016. Stored data analysis found that the first lead impedance error occurred on (B)(6) 2016 and it repeated on the following dates: (B)(6) 2016. Tachycardia off occurred on (B)(6) 2016. Boston scientific received information from the local representative that this patient has a prior history of twiddler's syndrome. The situation was discussed with the physician who plans to keep the device's tachycardia mode programmed off. The physician does not intend to implant another ICD system given the patient's history.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) multiple times in (B)(6) 2016. The fcr reported that the device was interrogated and the programmer displayed a red screen associated with an out-of-range (oor) impedance. The device's tachycardia mode was identified as off. The device was last checked on (B)(6) 2016. The fcr verified that tachycardia therapy was on at the last in-clinic follow-up. Ts expressed concern related to the oor impedance with low voltage measurements. Ts discussed the possibility of either a hardware error or issue related to the twiddler's observation. Subsequently, the fcr attempted to perform an automatic set-up which was unsuccessful due to oor impedance. When the override is selected, both the secondary and alternate sense vector are flat (no qrs complexes) and the primary sense vector is very small in amplitude. The device is not able to select a sense vector due to signal quality. Ts was informed that there were no other fault codes other than the high impedance. Tachycardia therapy remains off. Ts recommended a chest x-ray to visualize the location of the electrode. Ts discussed the possibility of a conductor fracture or that the electrode is making contact with the device.

Manufacturer narrative:
(B)(4). Boston scientific received information in (B)(6) 2016 that this patient was seen for follow-up. A review of the patient's chest x-ray clearly identified a twiddled electrode. The physician has elected to maintain the system. No replacement procedure will be undertaken at this time. The device's post shock pacing was reprogrammed off. Ts has recommended replacement due to likely system damage, but physician is electing to maintain the implanted device and electrode. The patient was discharged with the sense vector programmed to primary. However, ts contacted the local representative again to recommend a change of the sense vector to secondary. This change represents a general assumption that the secondary sense vector, by design, should be less likely to be severed than the primary wire as a result of being twiddled. This assumption cannot be confirmed until the electrode is eventually explanted and returned for laboratory testing. The local representative reported that the device's sense vector will be reprogrammed to secondary. The physician plans to monitor the patient on a one month basis.